Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4). On 03-oct-2018. The most recent information was received on 08-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / often worse in the left iliac fossa / abdominal discomfort') and menometrorrhagia ('heavy menstrual bleeding/ intermenstrual bleeding in second part of cycle until menses') in a 35-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "failure of fitting other device that should not be placed with essure (mirena) took 3 years for this to be detected" from december 2015 to 2018 over a period of 3 years. The patient's medical history included pelvic pain female (non-cyclical) on 29-sep-2008, carpal tunnel syndrome (symptoms suggestive of bilateral carpal tunnel syndrome, has no good history of the same, findings are equivocal, referred for nerve conduction studies) in 2006, cervical diathermy (two previous lletz treatments on cervix) in 1997, cervical carcinoma in situ, parity 2 (2 vaginal deliveries) and dysmenorrhea. Concurrent conditions included overweight (bmi 29). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleeding post essure sterilization") and procedural pain ("abdominal pain post essure sterilization"). On (B)(6) 2011, the patient experienced paraesthesia ("pins and needles in hands and legs") and musculoskeletal disorder ("loss of movement in hands and legs"). In 2012, the patient experienced coital bleeding ("post-coital bleeding"). On (B)(6) 2014, the patient experienced cervical polyp ("endocervical polyp") and cervix inflammation ("inflamed endocervical mucosa"). On (B)(6) 2016, the patient experienced ectropion of cervix ("cervical erosion") and uterine cervical pain ("cervix slightly tender"). On (B)(6) 2017, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2018, the patient experienced abdominal pain upper ("upper abdominal pain on the right side can be worse with food"), dyspepsia ("heartburn") and flatulence ("bowel gas"). On (B)(6) 2019, the patient experienced adnexa uteri cyst ("left tube with three simple paratubal cysts "). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful period worsened since essure insertion"), back pain ("back pain"), ovulation pain ("mid cycle pain"), joint swelling ("swollen joints") and fatigue ("fatigue"). The patient was treated with cefuroxime, norethisterone, tramadol, levonorgestrel (mirena) and surgery (hysteroscopy, cervical cautery and laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menometrorrhagia, post procedural haemorrhage, procedural pain, dysmenorrhoea, coital bleeding, back pain, ovulation pain, paraesthesia, musculoskeletal disorder, joint swelling, fatigue, cervical polyp, cervix inflammation, ectropion of cervix, uterine cervical pain, abdominal pain upper, dyspepsia, flatulence, adnexa uteri cyst and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri cyst, back pain, cervical polyp, cervix inflammation, coital bleeding, dysmenorrhoea, dyspepsia, ectropion of cervix, fatigue, flatulence, joint swelling, menometrorrhagia, musculoskeletal disorder, ovulation pain, paraesthesia, post procedural haemorrhage, procedural pain, stress urinary incontinence and uterine cervical pain to be related to essure. The reporter commented: as per medical records: on (B)(6) 2010, essure insertion appeared uneventful. On (B)(6) 2010, patient has had abdominal pain and bleeding post essure hysteroscopic sterilization, no signs of peritonitis, antibiotics prescribed (cefuroxime). On (B)(6) 2013, patient has a 3 day history of right iliac fossa pain. Arranged an outpatient abdominal ultrasound to exclude the possibility of gallstones. On (B)(6) 2014, post coital bleeding for 2 years, possible abnormality of cervix to be examined. Periods are fairly erratic since being sterilized. Right lower lip of cervix felt hard. History of loop diathermy in 1997. On (B)(6) 2014, cervix biopsy revealed one small benign endocervical polyp and a fragment of inflamed endocervical mucosa. On (B)(6) 2015, endometrial biopsy with no abnormality. History of vaginal bleeding when straining to open bowels and persistent post coital bleeding. On (B)(6) 2015, continued mid-cycle bleeding can persist until time of menses, menses heavy, 21 day cycle and bleeding for 3-4 days with clots and flooding. Short trial of norethisterone well tolerated. On (B)(6) 2016: mirena inserted in dec-2015. Lower abdominal discomfort, also on deep palpation. Speculum examination showed cervical erosion. Slightly tender. On (B)(6) 2018 visit for worsening mid-cycle pains, some stress incontinence and frequency, said sometimes twice at night, bowels ok, occasional blood, usually if bowels hard, no change in pattern, no heartburn indigestion nausea, or reflux, no weight loss. She feels tramadol helps mid-cycle pains, also helps back pain. (B)(6) 2019, patient with history of worsening sharp pain throughout cycles is convinced that the pain is related to essure sterilization. She has tried the mirena iud (see linked case gb-bayer-2020-125498). She has had treatment to cervix and was keen to have a hysterectomy to solve the problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Biopsy cervix - on (B)(6) 2014: examined sections show two polypoid fragments of endocervical tissue. One appears to be a small benign endocervical polyp and the other is a fragment of inflamed endocervical mucosa. Biopsy endometrium - on (B)(6) 2015: proliferative phase endometrium with no evidence of inflammation, hyperplasia or malignancy; on 09-jul-2015: nothing abnormal. Gynaecological examination - on 01-jul-2016: complaints of lower abdominal discomfort, lower abdominal discomfort on deep palpation. Speculum examination: cervical erosion, slightly tender; on (B)(6) 2018: on abdominal examinationno tenderness. Speculum examination: very scarred cervix, tail of mirena clearly identified. Biannual pelvic examination revealed no abnormality. Hysterosalpingogram - on (B)(6) 2018: essure devices appear to be correctly positioned. Laparoscopy - on (B)(6) 2019: normal pelvis / normal anatomy. Pathology test - on (B)(6) 2019: benign tissue. Essure in situ right and left. Macroscopy: left tube is fimbriated with three simple paratubal cysts. Both tubes contain a coiled wire extending from uterus to approximately 20 mm along length of the tube. Ultrasound scan - on (B)(6) 2008: uterus extroverted, otherwise unremarkable. Neither ovary is positively identified by either transvaginal or transabdominal approach, no evidence of any adnexal mass, cyst, or free fluid; on (B)(6) 2017: normal pelvic ultrasound: normal size uterus with mirena in uterine cavity. Both ovaries appeared normal and no free fluid seen in pelvis; on (B)(6) 2018: upper abdomen ultrasound: no abnormality seen in liver, biliary tree, gallbladder, either kidney, spleen or visible pancreas. Tail of pancreas obscured by bowel gas. Normal caliber aorta. Bowel gas place plus in region of tenderness. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jan-2020: patient's medical records were provided (case is now medically confirmed): medical history and test results provided (none reported previously). Start dates of events abdominal pain, genital bleeding, coital bleeding were amended. Remedial drugs were added. New events added: cervical polyp, cervix ectropion, cervix inflammation, uterine cervical pain, back pain, ovulation pain, abdominal pain upper, dyspepsia, flatulence, fallopian tube cyst, stress incontinence, abdominal pain and bleeding post sterilization. This record was also detected to be a duplicate to record # us-bayer-2019-222814 (social media case with country of origin assumed to be us) which will be deleted from bayer safety database after all information was transferred to this duplicate report gb-bayer-2018-186518 (retained case). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 08-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / often worse in the left iliac fossa / abdominal discomfort') and menometrorrhagia ('heavy menstrual bleeding/ intermenstrual bleeding in second part of cycle until menses') in a 35-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "failure of fitting other device that should not be placed with essure (mirena) took 3 years for this to be detected" from (B)(6) 2015 to 2018 over a period of 3 years. The patient's medical history included pelvic pain female (non-cyclical) on (B)(6) 2008, carpal tunnel syndrome (symptoms suggestive of bilateral carpal tunnel syndrome, has no good history of the same, findings are equivocal, referred for nerve conduction studies) in 2006, cervical diathermy (two previous lletz treatments on cervix) in 1997, cervical carcinoma in situ, parity 2 (2 vaginal deliveries) and dysmenorrhea. Concurrent conditions included overweight (bmi 29). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleeding post essure sterilization") and procedural pain ("abdominal pain post essure sterilization"). On (B)(6) 2011, the patient experienced paraesthesia ("pins and needles in hands and legs") and musculoskeletal disorder ("loss of movement in hands and legs"). In 2012, the patient experienced coital bleeding ("post-coital bleeding"). On (B)(6) 2014, the patient experienced cervical polyp ("endocervical polyp") and cervix inflammation ("inflamed endocervical mucosa"). On (B)(6) 2016, the patient experienced ectropion of cervix ("cervical erosion") and uterine cervical pain ("cervix slightly tender"). On (B)(6) 2017, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2018, the patient experienced abdominal pain upper ("upper abdominal pain on the right side can be worse with food"), dyspepsia ("heartburn") and flatulence ("bowel gas"). On (B)(6) 2019, the patient experienced adnexa uteri cyst ("left tube with three simple paratubal cysts"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful period worsened since essure insertion"), back pain ("back pain"), ovulation pain ("mid cycle pain"), joint swelling ("swollen joints") and fatigue ("fatigue"). The patient was treated with cefuroxime, norethisterone, tramadol, levonorgestrel (mirena) and surgery (hysteroscopy, cervical cautery and laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menometrorrhagia, post procedural haemorrhage, procedural pain, dysmenorrhoea, coital bleeding, back pain, ovulation pain, paraesthesia, musculoskeletal disorder, joint swelling, fatigue, cervical polyp, cervix inflammation, ectropion of cervix, uterine cervical pain, abdominal pain upper, dyspepsia, flatulence, adnexa uteri cyst and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri cyst, back pain, cervical polyp, cervix inflammation, coital bleeding, dysmenorrhoea, dyspepsia, ectropion of cervix, fatigue, flatulence, joint swelling, menometrorrhagia, musculoskeletal disorder, ovulation pain, paraesthesia, post procedural haemorrhage, procedural pain, stress urinary incontinence and uterine cervical pain to be related to essure. The reporter commented: as per medical records: on (B)(6) 2010, essure insertion appeared uneventful. On (B)(6) 2010, patient has had abdominal pain and bleeding post essure hysteroscopic sterilization, no signs of peritonitis, antibiotics prescribed (cefuroxime). On (B)(6) 2013, patient has a 3 day history of right iliac fossa pain. Arranged an outpatient abdominal ultrasound to exclude the possibility of gallstones. On (B)(6) 2014, post coital bleeding for 2 years, possible abnormality of cervix to be examined. Periods are fairly erratic since being sterilized. Right lower lip of cervix felt hard. History of loop diathermy in 1997. On (B)(6) 2014, cervix biopsy revealed one small benign endocervical polyp and a fragment of inflamed endocervical mucosa. On (B)(6) 2015, endometrial biopsy with no abnormality. History of vaginal bleeding when straining to open bowels and persistent post coital bleeding. On (B)(6) 2015, continued mid-cycle bleeding can persist until time of menses, menses heavy, 21 day cycle and bleeding for 3-4 days with clots and flooding. Short trial of norethisterone well tolerated. On (B)(6) 2016: mirena inserted in (B)(6) 2015. Lower abdominal discomfort, also on deep palpation. Speculum examination showed cervical erosion. Slightly tender. On (B)(6) 2018, visit for worsening mid-cycle pains, some stress incontinence and frequency, said sometimes twice at night, bowels ok, occasional blood, usually if bowels hard, no change in pattern, no heartburn indigestion nausea, or reflux, no weight loss. She feels tramadol helps mid-cycle pains, also helps back pain. (B)(6) 2019, patient with history of worsening sharp pain throughout cycles is convinced that the pain is related to essure sterilization. She has tried the mirena iud (see linked case gb-bayer-(B)(4). She has had treatment to cervix and was keen to have a hysterectomy to solve the problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Biopsy cervix - on (B)(6) 2014: examined sections show two polypoid fragments of endocervical tissue. One appears to be a small benign endocervical polyp and the other is a fragment of inflamed endocervical mucosa. Biopsy endometrium - on (B)(6) 2015: proliferative phase endometrium with no evidence of inflammation, hyperplasia or malignancy; on (B)(6) 2015: nothing abnormal. Gynaecological examination - on (B)(6) 2016: complaints of lower abdominal discomfort, lower abdominal discomfort on deep palpation. Speculum examination: cervical erosion, slightly tender; on (B)(6) 2018: on abdominal examinationno tenderness. Speculum examination: very scarred cervix, tail of mirena clearly identified. Biannual pelvic examination revealed no abnormality. Hysterosalpingogram - on (B)(6) 2011: essure devices appear to be correctly positioned. Laparoscopy - on (B)(6) 2019: normal pelvis / normal anatomy. Pathology test - on (B)(6) 2019: benign tissue. Essure in situ right and left. Macroscopy: left tube is fimbriated with three simple paratubal cysts. Both tubes contain a coiled wire extending from uterus to approximately 20 mm along length of the tube. Ultrasound scan - on (B)(6) 2008: uterus extroverted, otherwise unremarkable. Neither ovary is positively identified by either transvaginal or transabdominal approach, no evidence of any adnexal mass, cyst, or free fluid; on (B)(6) 2017: normal pelvic ultrasound: normal size uterus with mirena in uterine cavity. Both ovaries appeared normal and no free fluid seen in pelvis; on (B)(6) 2018: upper abdomen ultrasound: no abnormality seen in liver, biliary tree, gallbladder, either kidney, spleen or visible pancreas. Tail of pancreas obscured by bowel gas. Normal caliber aorta. Bowel gas place plus in region of tenderness. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jan-2020: patient's medical records were provided (case is now medically confirmed): medical history and test results provided (none reported previously). Start dates of events abdominal pain, genital bleeding, coital bleeding were amended. Remedial drugs were added. New events added: cervical polyp, cervix ectropion, cervix inflammation, uterine cervical pain, back pain, ovulation pain, abdominal pain upper, dyspepsia, flatulence, fallopian tube cyst, stress incontinence, abdominal pain and bleeding post sterilization. This record was also detected to be a duplicate to record # us-bayer-(B)(4) (social media case with country of origin assumed to be us) which will be deleted from bayer safety database after all information was transferred to this duplicate report gb-bayer-(B)(4) (retained case). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 08-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / often worse in the left iliac fossa / abdominal discomfort') and menometrorrhagia ('heavy menstrual bleeding/ intermenstrual bleeding in second part of cycle until menses') in a 35-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "failure of fitting other device that should not be placed with essure (mirena) took 3 years for this to be detected" from (B)(6) 2015 to 2018 over a period of 3 years. The patient's medical history included pelvic pain female (non-cyclical) on (B)(6) 2008, carpal tunnel syndrome (symptoms suggestive of bilateral carpal tunnel syndrome, has no good history of the same, findings are equivocal, referred for nerve conduction studies) in 2006, cervical diathermy (two previous lletz treatments on cervix) in 1997, cervical carcinoma in situ, parity 2 (2 vaginal deliveries) and dysmenorrhea. Concurrent conditions included overweight (bmi 29). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleeding post essure sterilization") and procedural pain ("abdominal pain post essure sterilization"). On (B)(6) 2011, the patient experienced paraesthesia ("pins and needles in hands and legs") and musculoskeletal disorder ("loss of movement in hands and legs"). In 2012, the patient experienced coital bleeding ("post-coital bleeding"). On (B)(6) 2014, the patient experienced cervical polyp ("endocervical polyp") and cervix inflammation ("inflamed endocervical mucosa"). On (B)(6) 2016, the patient experienced ectropion of cervix ("cervical erosion") and uterine cervical pain ("cervix slightly tender"). On (B)(6) 2017, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2018, the patient experienced abdominal pain upper ("upper abdominal pain on the right side can be worse with food"), dyspepsia ("heartburn") and flatulence ("bowel gas"). On (B)(6) 2019, the patient experienced adnexa uteri cyst ("left tube with three simple paratubal cysts"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful period worsened since essure insertion"), back pain ("back pain"), ovulation pain ("mid cycle pain"), joint swelling ("swollen joints") and fatigue ("fatigue"). The patient was treated with cefuroxime, norethisterone, tramadol, levonorgestrel (mirena) and surgery (hysteroscopy, cervical cautery and laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menometrorrhagia, post procedural haemorrhage, procedural pain, dysmenorrhoea, coital bleeding, back pain, ovulation pain, paraesthesia, musculoskeletal disorder, joint swelling, fatigue, cervical polyp, cervix inflammation, ectropion of cervix, uterine cervical pain, abdominal pain upper, dyspepsia, flatulence, adnexa uteri cyst and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri cyst, back pain, cervical polyp, cervix inflammation, coital bleeding, dysmenorrhoea, dyspepsia, ectropion of cervix, fatigue, flatulence, joint swelling, menometrorrhagia, musculoskeletal disorder, ovulation pain, paraesthesia, post procedural haemorrhage, procedural pain, stress urinary incontinence and uterine cervical pain to be related to essure. The reporter commented: as per medical records: on (B)(6) 2010, essure insertion appeared uneventful. On (B)(6) 2010, patient has had abdominal pain and bleeding post essure hysteroscopic sterilization, no signs of peritonitis, antibiotics prescribed (cefuroxime). On (B)(6) 2013, patient has a 3 day history of right iliac fossa pain. Arranged an outpatient abdominal ultrasound to exclude the possibility of gallstones. On (B)(6) 2014, post coital bleeding for 2 years, possible abnormality of cervix to be examined. Periods are fairly erratic since being sterilized. Right lower lip of cervix felt hard. History of loop diathermy in 1997. On (B)(6) 2014, cervix biopsy revealed one small benign endocervical polyp and a fragment of inflamed endocervical mucosa. On (B)(6) 2015, endometrial biopsy with no abnormality. History of vaginal bleeding when straining to open bowels and persistent post coital bleeding. On (B)(6) 2015, continued mid-cycle bleeding can persist until time of menses, menses heavy, 21 day cycle and bleeding for 3-4 days with clots and flooding. Short trial of norethisterone well tolerated. On (B)(6) 2016: mirena inserted in (B)(6) 2015. Lower abdominal discomfort, also on deep palpation. Speculum examination showed cervical erosion. Slightly tender. On (B)(6) 2018, visit for worsening mid-cycle pains, some stress incontinence and frequency, said sometimes twice at night, bowels ok, occasional blood, usually if bowels hard, no change in pattern, no heartburn indigestion nausea, or reflux, no weight loss. She feels tramadol helps mid-cycle pains, also helps back pain. (B)(6) 2019, patient with history of worsening sharp pain throughout cycles is convinced that the pain is related to essure sterilization. She has tried the mirena iud (see linked case (B)(4)). She has had treatment to cervix and was keen to have a hysterectomy to solve the problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Biopsy cervix - on (B)(6) 2014: examined sections show two polypoid fragments of endocervical tissue. One appears to be a small benign endocervical polyp and the other is a fragment of inflamed endocervical mucosa. Biopsy endometrium - on (B)(6) 2015: proliferative phase endometrium with no evidence of inflammation, hyperplasia or malignancy; on (B)(6) 2015: nothing abnormal. Gynaecological examination - on (B)(6) 2016: complaints of lower abdominal discomfort, lower abdominal discomfort on deep palpation. Speculum examination: cervical erosion, slightly tender; on (B)(6) 2018: on abdominal examinationno tenderness. Speculum examination: very scarred cervix, tail of mirena clearly identified. Biannual pelvic examination revealed no abnormality. Hysterosalpingogram - on (B)(6) 2011: essure devices appear to be correctly positioned. Laparoscopy - on (B)(6) 2019: normal pelvis / normal anatomy. Pathology test - on (B)(6) 2019: benign tissue. Essure in situ right and left. Macroscopy: left tube is fimbriated with three simple paratubal cysts. Both tubes contain a coiled wire extending from uterus to approximately 20 mm along length of the tube. Ultrasound scan - on (B)(6) 2008: uterus extroverted, otherwise unremarkable. Neither ovary is positively identified by either transvaginal or transabdominal approach, no evidence of any adnexal mass, cyst, or free fluid; on (B)(6) 2017: normal pelvic ultrasound: normal size uterus with mirena in uterine cavity. Both ovaries appeared normal and no free fluid seen in pelvis; on (B)(6) 2018: upper abdomen ultrasound: no abnormality seen in liver, biliary tree, gallbladder, either kidney, spleen or visible pancreas. Tail of pancreas obscured by bowel gas. Normal caliber aorta. Bowel gas place plus in region of tenderness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2020: patient's medical records were provided (case is now medically confirmed): medical history and test results provided (none reported previously). Start dates of events abdominal pain, genital bleeding, coital bleeding were amended. Remedial drugs were added. New events added: cervical polyp, cervix ectropion, cervix inflammation, uterine cervical pain, back pain, ovulation pain, abdominal pain upper, dyspepsia, flatulence, fallopian tube cyst, stress incontinence, abdominal pain and bleeding post sterilization. This record was also detected to be a duplicate to record # (B)(4) (social media case with country of origin assumed to be us) which will be deleted from bayer safety database after all information was transferred to this duplicate report (B)(4) (retained case). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 21-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / often worse in the left iliac fossa / abdominal discomfort') and menometrorrhagia ('heavy menstrual bleeding/ intermenstrual bleeding in second part of cycle until menses') in a 35-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "failure of fitting other device that should not be placed with essure (mirena) took 3 years for this to be detected" from (B)(6) 2015 to 2018 over a period of 3 years. The patient's medical history included pelvic pain female (non-cyclical) on (B)(6) 2008, carpal tunnel syndrome (symptoms suggestive of bilateral carpal tunnel syndrome, has no good history of the same, findings are equivocal, referred for nerve conduction studies) in 2006, cervical diathermy (two previous lletz treatments on cervix) in 1997, cervical carcinoma in situ, parity 2 (2 vaginal deliveries) and dysmenorrhea. Concurrent conditions included overweight (bmi 29). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleeding post essure sterilization") and procedural pain ("abdominal pain post essure sterilization"). On (B)(6) 2011, the patient experienced paraesthesia ("pins and needles in hands and legs") and musculoskeletal disorder ("loss of movement in hands and legs"). In 2012, the patient experienced coital bleeding ("post-coital bleeding"). On (B)(6) 2014, the patient experienced cervical polyp ("endocervical polyp") and cervix inflammation ("inflamed endocervical mucosa"). On (B)(6) 2016, the patient experienced ectropion of cervix ("cervical erosion") and uterine cervical pain ("cervix slightly tender"). On (B)(6) 2017, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2018, the patient experienced abdominal pain upper ("upper abdominal pain on the right side can be worse with food"), dyspepsia ("heartburn") and flatulence ("bowel gas"). On (B)(6) 2019, the patient experienced adnexa uteri cyst ("left tube with three simple paratubal cysts"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful period worsened since essure insertion"), back pain ("back pain"), ovulation pain ("mid cycle pain"), joint swelling ("swollen joints") and fatigue ("fatigue"). The patient was treated with cefuroxime, norethisterone, tramadol, levonorgestrel (mirena) and surgery (hysteroscopy, cervical cautery and laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menometrorrhagia, post procedural haemorrhage, procedural pain, dysmenorrhoea, coital bleeding, back pain, ovulation pain, paraesthesia, musculoskeletal disorder, joint swelling, fatigue, cervical polyp, cervix inflammation, ectropion of cervix, uterine cervical pain, abdominal pain upper, dyspepsia, flatulence, adnexa uteri cyst and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri cyst, back pain, cervical polyp, cervix inflammation, coital bleeding, dysmenorrhoea, dyspepsia, ectropion of cervix, fatigue, flatulence, joint swelling, menometrorrhagia, musculoskeletal disorder, ovulation pain, paraesthesia, post procedural haemorrhage, procedural pain, stress urinary incontinence and uterine cervical pain to be related to essure. The reporter commented: as per medical records: on (B)(6) 2010, essure insertion appeared uneventful. On (B)(6) 2010, patient has had abdominal pain and bleeding post essure hysteroscopic sterilization, no signs of peritonitis, antibiotics prescribed (cefuroxime). On (B)(6) 2013, patient has a 3 day history of right iliac fossa pain. Arranged an outpatient abdominal ultrasound to exclude the possibility of gallstones. On (B)(6) 2014, post coital bleeding for 2 years, possible abnormality of cervix to be examined. Periods are fairly erratic since being sterilized. Right lower lip of cervix felt hard. History of loop diathermy in 1997. On (B)(6) 2014, cervix biopsy revealed one small benign endocervical polyp and a fragment of inflamed endocervical mucosa. On (B)(6) 2015, endometrial biopsy with no abnormality. History of vaginal bleeding when straining to open bowels and persistent post coital bleeding. On (B)(6) 2015, continued mid-cycle bleeding can persist until time of menses, menses heavy, 21 day cycle and bleeding for 3-4 days with clots and flooding. Short trial of norethisterone well tolerated. On (B)(6) 2016: mirena inserted in (B)(6) 2015. Lower abdominal discomfort, also on deep palpation. Speculum examination showed cervical erosion. Slightly tender. On (B)(6) 2018, visit for worsening mid-cycle pains, some stress incontinence and frequency, said sometimes twice at night, bowels ok, occasional blood, usually if bowels hard, no change in pattern, no heartburn indigestion nausea, or reflux, no weight loss. She feels tramadol helps mid-cycle pains, also helps back pain. (B)(6) 2019, patient with history of worsening sharp pain throughout cycles is convinced that the pain is related to essure sterilization. She has tried the mirena iud (see linked case gb-bayer-(B)(4)). She has had treatment to cervix and was keen to have a hysterectomy to solve the problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Biopsy cervix - on (B)(6) 2014: examined sections show two polypoid fragments of endocervical tissue. One appears to be a small benign endocervical polyp and the other is a fragment of inflamed endocervical mucosa. Biopsy endometrium - on (B)(6) 2015: proliferative phase endometrium with no evidence of inflammation, hyperplasia or malignancy; on (B)(6) 2015: nothing abnormal. Gynaecological examination - on (B)(6) 2016: complaints of lower abdominal discomfort, lower abdominal discomfort on deep palpation. Speculum examination: cervical erosion, slightly tender; on (B)(6) 2018: on abdominal examinationno tenderness. Speculum examination: very scarred cervix, tail of mirena clearly identified. Biannual pelvic examination revealed no abnormality. Hysterosalpingogram - on (B)(6) 2011: essure devices appear to be correctly positioned. Laparoscopy - on (B)(6) 2019: normal pelvis / normal anatomy. Pathology test - on (B)(6) 2019: benign tissue. Essure in situ right and left. Macroscopy: left tube is fimbriated with three simple paratubal cysts. Both tubes contain a coiled wire extending from uterus to approximately 20 mm along length of the tube. Ultrasound scan - on (B)(6) 2008: uterus extroverted, otherwise unremarkable. Neither ovary is positively identified by either transvaginal or transabdominal approach, no evidence of any adnexal mass, cyst, or free fluid; on (B)(6) 2017: normal pelvic ultrasound: normal size uterus with mirena in uterine cavity. Both ovaries appeared normal and no free fluid seen in pelvis; on (B)(6) 2018: upper abdomen ultrasound: no abnormality seen in liver, biliary tree, gallbladder, either kidney, spleen or visible pancreas. Tail of pancreas obscured by bowel gas. Normal caliber aorta. Bowel gas place plus in region of tenderness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 04-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), menometrorrhagia ('heavy bleeding, intermenstrual bleeding') and genital haemorrhage ('cosantant bleeding from the day of firing') in a (B)(6) year old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "failure of fitting other device that should not be placed with essure took 3 years for this to be detected". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), paraesthesia ("pins and needles in hands and legs") and musculoskeletal disorder ("loss of movement in hands and legs"), 1 year after insertion of essure. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful period"), coital bleeding ("post-coital bleeding"), joint swelling ("swollen joints") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menometrorrhagia, genital haemorrhage, paraesthesia, musculoskeletal disorder, dysmenorrhoea, coital bleeding, joint swelling and fatigue outcome was unknown. The reporter considered abdominal pain, coital bleeding, dysmenorrhoea, fatigue, genital haemorrhage, joint swelling, menometrorrhagia, musculoskeletal disorder and paraesthesia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: legal claim received: patient demographics provided. Onset date of essure added. New events added: heavy, painful periods, intermenstrual bleeding, post-coital bleeding, swollen joints and fatigue. It was reported that hysterectomy was done, case upgraded to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.